Event description:
It was reported that during a treatment procedure, the starter guidewire was kinked at the tip making a "j" shape. The physician inserted the introducer, catheter, and guidewire .035 at the same time. When the introducer sheath was pulled out, the physician noticed that the guide was kinked at the tip in a "j" shape. Because of the "j" shape the external sheath was disrupted. No pt injuries or complications were reported. Additional information has been requested.